Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intervascular administration set experienced air bubbles in the line. The following information was provided by the initial reporter: no, it was not related to an ail sensor defect/failure. The issues were clinical practice related. In terms of ail, they said there could be tiny, champagne bubbles that were hard to get rid of. They couldn¿t say if it happened with a particular medication or if it was a chilled medication, etc. For nuisance ail they would say there was no visible air. In both cases, 9/10 clinicians did not know where the ail sensor was to do troubleshooting. They thought the ail sensor was the pressure sensors and they were not aware of common ail troubleshooting tips ¿ eg. Having the device at heart level, priming slowly. During set loading 9/10 did not push the tubing all the way back into the ail sensor, either. For channel errors it was also very general ¿ a loud alarm with flashing red¿ but they cant remember what the error was. Typically happened when they were starting an infusion though, not during an infusion and they would just get a new module.